Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy and morcellation of a fibroma on (B)(6) 2013. During the procedure, the motor drive was heard to be straining. The blade of the device was struggling to morcellate the uterus and appeared to have blunted. Another like device was used to complete the procedure with no adverse patient conseqeunces.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.